Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer clarifying that their first implant was in 2004. It was stated that it only lasted three years but was supposed to last seven. They said that everything else related to the device or therapy was fine, just did not like that it stopped so soon. The patient did not know the reason for why it did not last as long. That battery was replaced in 2007.

Event description:
Information was received from a family member/friend of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the first battery wore out and didn¿t last as long as it was supposed to.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.